Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 pza kit, one (1) false resistant patient sample to pza was obtained from a mgit instrument. Whole genome sequencing was performed and showed the absence of pza resistance mutations. There were no health impact or consequences reported. This is report 5 of 14.